Manufacturer narrative:
Results- actual samples were not sent in. Photos of the device were reviewed and it was confirmed that there was a crack near the top of the of the glass tube.conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported during use of the 4.5 ml bd vacutainer® citratetube, 13 x 75mm that there was a crack near the top. There was no report of injury or medical intervention.